Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "allergic reaction with swelling" and ¿bio-film¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: intended use/indications: juvéderm voluma® xc is indicated for deep (subcutaneous and/or supraperiosteal) injection for cheek augmentation to correct age-related volume deficit in the mid-face in adults over the age of 21. Contraindications: juvéderm voluma® xc is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. Juvéderm voluma® xc contains trace amounts of gram-positive bacterial proteins and is contraindicated for patients with a history of allergies to such material. Juvéderm voluma® xc contains lidocaine and is contraindicated for patients with a history of allergies to such material. Product use at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the underlying process has been controlled. Precautions: the safety and effectiveness for the treatment of anatomic regions other than the mid-face have not been established in controlled clinical studies. As with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: all device/injection-related aes after repeat treatment were mild to moderate, required no action, and resolved without sequelae. Generally, device/injection-related aes were less severe after repeat treatment compared to initial/touch-up treatment, and most resolved within 3 months. Similar to the initial/touch-up treatment, 3 subjects experienced a device/injection-related ae that lasted more than 180 days, but all resolved without requiring any treatment. Device/injection-related adverse events occurring in = 1% of subjects included injection site swelling (0.6%), injection site pain (0.6%), and injection site papule (0.6%). The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery. Instructions for use: with patients who have localized swelling, the degree of correction is sometimes difficult to judge at the time of treatment. In these cases, it is better to invite the patient back to the office for a touch-up treatment. Patients may experience treatment site responses, which typically resolve within 2 to 4 weeks. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain. Within the first 24 hours, patients should avoid strenuous exercise and extensive sun or heat exposure. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the treatment sites.

Event description:
Company representative reports on behalf of a healthcare professional the event of allergic reaction with swelling at the injection sites after juvéderm voluma® xc injection, 2 cc to the r temple, cheeks and chin. Concomitant juvéderm vollure¿ xc injections to the cheeks, chin and vermillion reported. The treating physician consulted with another provider who was described as the ¿expert on how to deal with allergic reactions with bio-films and how to treat this reaction." Consultant was "clear from the history that this was an allergic reaction to voluma/vollure." Allergan representative noted that the patient was treated with "some little mixture." Physician provides treatment information as follows: 3 months after injection hylenex to the chin along with augmentin and zyrtec provided. Six (6) days later 0.2 cc 5fu 500 mg/ml, lidocaine and kenalog given. Bactrim was started and the augmentin was stopped at this point. 2 days later, another round of hylenex (5fu kenalog lidocaine) was administered. Prednisone was provided and the bactrim was stopped 5 days later. A second round of prednisone along with hylenex, 5fu and lidocaine only was given 4 days later. Symptoms are ongoing and patient is receiving an ongoing treatment course. Permanent damage is "not expected." Poison ivy allergy noted. This is the same event and the same patient reported under MDR ID# 3005113652-2018-01044 ((B)(4)) and MDR ID# 3005113652-2018-01045 ((B)(4)). This MDR is being submitted for juvéderm voluma® xc ( lot number vb20a70654).

Event description:
Injector noted that the symptoms "pretty much" resolved after six weeks or so of treatments.